Manufacturer narrative:
(B)(4).

Event description:
Customer reports frayed guidewire. The user got access, advanced guidewire and couldn't advance the catheter over the wire. The user tried to retract the wire and it wouldn't retract, so removed the entire device. The wire is frayed, but complete wire is there. A second attempt was successful. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one catheterization device for analysis. Signs of use in the form of biological material was observed inside the needle hub. Visual analysis revealed that the guide wire was unraveled towards the distal end. Microscopic examination confirmed the damage and revealed that the core wire had separated directly adjacent to the distal weld. Despite this, the distal weld was still attached to the coil wire. It was also noted that the guide wire was severely lodged inside the needle cannula. Major resistance was applied in order to remove. This resulted in the guide wire to become further separated. Once the guide wire was removed, functional testing with a lab inventory guide wire (see below) revealed that there is a build-up of a white substance within the cannula. This material seems consistent with adhesive residue used during the manufacturing process. The guide wire length (before being intentionally severed) measured 135mm which is within the specification limits of 135mm-139mm per the guide wire product drawing. The guide wire outer diameter measured .440mm which is within the specification limits of .432mm-.457mm per the guide wire product drawing. The cannula diameter measured .0280" which is within the specification limits of .0280"-.0285" per the cannula product drawing. The cannula inner diameter at the distal and proximal ends measured .0190" which is within the specification limits of .0190"-.0205" per the cannula product drawing. The guide wire tubing was intentionally severed in order to dislodge the guide wire from the assembly. Major force was required to free the guide wire, which resulted in further separation. Once freed, a lab inventory guide wire with a diameter of .018" was inserted through both the distal and proximal ends of the cannula. The guide wire was unable to pass as major resistance was encountered. To try and dislodge/loosen any blockages, the lab inventory guide wire was continuously inserted and removed. This action caused a clear , white substance to exit the proximal end of the cannula. This substance appears consistent with the adhesive residue used during the assembly process. Performed per IFU statement "stabilize position of introducer needle and carefully advance spring-wire guide into vessel using spring-wire guide handle". Before the guide wire became separated, a manual tug test confirmed that the guide wire was secure within the black advancer handle. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "to reduce the risk of spring-wire guide damage, do not retract spring-wire guide against edge of needle while in vessel". The IFU also states, "if resistance is encountered during spring-wire guide advancement do not force feed, withdraw entire unit and attempt new puncture". The report of an unraveled guide wire due to needle resistance was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the guide wire was unraveled from the distal end. Additionally, the guide wire core wire separated directly adjacent to the distal weld. Functional analysis revealed a build-up of adhesive residue within the needle cannula. Despite the observed defect, all relevant dimensional requirements were met, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the circumstances of the adhesive within the cannula, and the comments from manufacturing, this defect is likely manufacturing related. A CAPA has been initiated to further investigate the issue of adhesive within the needle cannula. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reports frayed guidewire. The user got access, advanced guidewire and couldn't advance the catheter over the wire. The user tried to retract the wire and it wouldn't retract, so removed the entire device. The wire is frayed, but complete wire is there. A second attempt was successful. No patient harm. The patient's condition is reported as fine.